Event description:
It was reported via medwatch " abp alarm regarding potential helium leak; no kinks or blood noted in tubing; helium tank low and replaced but continued to intermittently have alarm. Balloon volume titrated down from 40cc to 34cc with cessation of alarm. Blood noted in helium tubing. Iabp decreased to 1:4 after speaking with md. Iabp removed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via medwatch " abp alarm regarding potential helium leak; no kinks or blood noted in tubing; helium tank low and replaced but continued to intermittently have alarm. Balloon volume titrated down from 40cc to 34cc with cessation of alarm. Blood noted in helium tubing. Iabp decreased to 1:4 after speaking with md. Iabp removed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.